Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the pt was reimplanted with this device in (B)(6) 2010. One month later, the first hi channel appeared. On (B)(6), 2010, almost all channels showed status hi, and a large variation in the ground path impedance was measured.